Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and exchange. The device has been explanted.

Event description:
Patient reported right side rupture and exchange. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, fold creases and underweight. A microscopic analysis was performed which identified one opening striated, nick striated and wear abrasion. Based on the device analysis the final assessment is one opening striated in the side anterior assessed as surgical damage and striated nicks assessed as surgical tool scratch like.